Event description:
As a result of the product notification effort under recall z-232-7, ventritex learned that this person had died. No details regarding cause of death were attainable from the physicians. Ventritex subsequently requested and rec'd a death certificate. The certifcate lists ventricular arrhythmia as the immediate cause of death with cardiomyopathy, emphysema and a kidney tumor as underlying diseases. Co is not certain that the device contributed to this death. This pt died in the ER as an outpt and there has been no report from the user facility that the device had failed to convert an arrhythmia. Co is however, reporting the death because were have neither the device nor any associated data or electrograms which would enable the co to conclude that the device did not contribute to the death.